Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Voluntary recall ra (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported chromium cobalt metal poisoning is considered to be under the scope of this recall. No further investigation is required.

Event description:
Patient who had a hip replacement in (B)(6) 2011. Since then, the patient has had a regular dosage of cobalt and chrome in his blood with levels that increase each year. Patient referred in (B)(6) 2020 to a nephrology consultation for renal failure. The analysis of the assessments shows a progressive deterioration of the renal function which goes from 95ml/min in 2013 to 24ml/min end 2020. A kidney biopsy was carried out and found levels of this chromium (1000 times normal) and cobalt very increased it is concluded to a chronic kidney disease on chronic cobalt and chromium intoxication linked to his prosthesis. Patient's current condition: chronic kidney disease stage 4. Due to the speed of deterioration, very high risk in the months/years to come to the end stage of chronic kidney disease and therefore require dialysis. Actions taken in the health care institution for the care of the patient : removal of the prosthesis during programming. Information and preparation of the patient for dialysis in the coming months.